Event description:
It was reported to medtronic minimed that the customer experienced unknown harm and treated with ER visit. The event involved product(s) mmt-7040a, mmt-1884, mmt-7841zn. Troubleshooting was performed for general documentation and issue not covered by existing troubleshooting guides. No further patient complications were reported. No product return is required for mmt-7040a. It was unknown whether the customer will continue use of the device or not. No product return is required for mmt-1884. No product return is required for mmt-7841zn.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The case was not-reportable as per case notes "customer called back and confirmed that hospitalization is not related to medtronic product/diabetes"

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Additional information has been received which was not included in the initial report. The information has been provided in sections b1 (unchecked adverse event box), b2 (unchecked required intervention to prevent permanent impairment/damage (devices)), b5, d10 (removed concomitant products), h1 ((changed from serious injury to malfunction) & h6 (replaced the health effect - clinical code 4580 with 4582 and it's related health effect - impact code 4614 with 2199). Also, additional information has been received regarding the patient weight change from 295 pounds to 0 pounds (does not know) which was not included in the initial report. So, the correct patient weight as per new additional information is 0 pounds. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.